Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the plug broke before implantation on introducer. The customer further reported via the sales rep, that the surgery was completed successfully with another similar product which was opened immediately. Customer added via the sales rep that no additional anaesthesia was given to pt and hence no adverse consequences from this, neither were there delays to surgery.